Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient woke up early in the morning around 1:00 am on (B)(6) 2022 and was not feeling well (no specific symptoms provided). The cgm was checked and was reading 67 mg/dl and it was trending down. The bg was checked, and the meter was reading over 400 mg/dl, but they did not trust the meter because they recently had been having problems with it. They took 2 units of insulin and also ended up eating some carbs. The patient continued to not feel well so the mother called an ambulance. When emergency medical technicians (emt) arrived, they checked the bg value which was over 400 mg/dl while the cgm was still reading 67 mg/dl. The patient was treated with saline solution to bring down the bg level, was taken to the emergency room (ER) and was there for around an hour before being released. At the time of the report the patient was recovering but still feeling a little off. No calibrations were entered during this time. The last time the patient calibrated was the day before the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.